Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The pt is doing substantially better since her revision surgeries but continues to have pain in knee. The pt has difficulty walking and is limited in the time spent walking or standing. Zimmer package insert states pain as potential adverse effects of the surgical procedure. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. Pt activity information is unk but the surgical notes state that the pt is morbidly obese. This device is used for the treatment of the pt. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain.